Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position (sleeve steering issue) could not be confirmed via returned device analysis as the device performed as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. In the absence of a confirmed failure mode a conclusive cause for the reported difficult to position (sleeve steering issue) could not be determined in this case. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This is filed to report irregular movement of the clip delivery system (cds). It was reported that prior to the mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr), an impella heart pump and a non-abbott catheter were in the patient. The non-abbott catheter was removed and the steerable guiding catheter (sgc), was inserted. After the sgc was inserted, blood clots were observed in the right atrium and heparin was given. The clip delivery system (cds) was advanced to the mitral valve; however, while steering the cds to the mitral valve with the m-knob, the cds went lateral instead of medial. The cds was removed without issue and the blue alignment markers appeared to be misaligned by about 90 degrees. A new cds was used. One clip was implanted reducing mr to 1+. Upon removal of the sgc, an atrial septal defect was noted and was treated with a closure device. A pulmonary angiogram was performed noting that the blood clots had dissipated, so no additional treatment was performed. It is the physicians opinion that the thrombus was related to the non-abbott catheter that was removed prior to the sgc being inserted; however, the sgc may have pushed the clot into the right atrium. The patient remained stable. No additional information was provided.